Event description:
During an (B) (4) meeting, a poster indicated 7 out of 10 pf-lcp plates failed. This event is for plate breakage.

Manufacturer narrative:
Add'l info has been requested. MFR cannot be determined without a part number. Manufacture date and 510k/PMA cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. This is one of seven reports for plate breakage or loss of fixation as reported on the poster.